Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD), exhibited a pocket infection and an electrode fracture. The information was received through a journal article review: attempts to attain additional information through the journal author, have been unsuccessful.